Manufacturer narrative:
H6. Investigation findings: 3252 investigation conclusion: 61 device evaluation: visual inspection found the male hexalobe tip fractured off and separated from the device. The male hexalobe feature is designed to sit fully in the female hex of a pedicle screw so that the shoulder of the driver is seated, and the entire hex is engaged. It is likely the driver was not fully seated when driving force was applied, exceeding the strength of the material and shearing. Review of the device history record indicates the there were no issues during the manufacture of this product that would contribute to this complaint condition.

Event description:
It was reported that the tip of the screwdriver arrived to the sales rep with the tip already broken off. No patient was involved.

Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.